Event description:
It was reported that an ilet device displayed a frozen screen during setup at the ¿fill tubing¿ step, leading the user to perform multiple factory resets with trainer permission and to reconnect the ilet to the mobile app. The device restarted and allowed entry of date and time, and sensor warmup was verified. Symptoms included an unresponsive user interface. Outcomes included the need for troubleshooting and education with no alerts or alarms and no medical intervention or hospitalization. Investigation included remote technical support and guidance through device setup and connectivity steps. Investigation of this case revealed the device resumed normal function after restart and proper setup, with no recurrence reported during the call. It was concluded that the event was related to a user interface freeze resolved by restart and correct setup, with no patient harm.